Event description:
It was reported that the patient presented in clinic for follow up. During an attempted interrogation, the implantable cardioverter defibrillator was unable to be interrogated. On (B)(6) 2018, the patient presented for a device changed out due to the interrogation anomaly. Prior to the procedure, the device was able to be interrogated. The physician elected to explant and replace the device any way. The patient was stable.

Manufacturer narrative:
The reported field event of impossible to interrogate was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.